Event description:
It was reported that the camera control unit had an e116 and e117 olympus tv error. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer¿s allegation of an e116 error was confirmed, while the e117 error was not confirmed. Based on the investigation results, the e116 error (camera cable unit failure) is likely due to a failure of the main board. However, a definitive root cause could not be determined. Additionally, the root cause for the e117 error (camera cable unit failure) could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted and a further investigation was conducted at olympus as the product was returned. Based on the results of the investigation and from the information obtained, it was not possible to determine the cause because the indicated phenomenon was not reproduced. No abnormalities were found in the equipment. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided from the initial reporter. Additional information added to fields: b5. This information does not alter the results of the legal manufacturer's investigation provided in the previous report. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use. There was no delay reported. The procedure was completed with a similar device. There were no reports of patient harm.